Manufacturer narrative:
Intuitive surgical, inc (isi) received the units involved with this complaint and completed the device evaluation. Failure analysis was unable to reproduce the reported failure on the mtm, but confirmed the error from the logs. The esmh pca will be replaced as a precaution. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. If this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci assisted colon resection surgical procedure, the system was faulting with error 23002 on the right master tool manipulator (mtm). The customer rebooted the system prior to calling into (isi) technical service engineer (tse). However the error still persisted. The tse had the customer exercise the right mtm grip, emergency power off (epo) the ssc and reboot but the system, however the error still persisted. At this time the surgeon elected to convert the procedure to an open procedure. An isi field service engineer (fse) was dispatched to the facility and verified the error had occurred. To resolve the issue the fse replaced mtmr. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).